Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received 6 inappropriate therapies due to oversensing. It was also reported that the lead impedance was high, there was a lead failure and a loss of capture. The lead is still in use. No further patient complications have been reported as a result of this event.